Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced. Further information is pending.

Event description:
It was reported that the reason for the procedure was that the patient preferred a non-rechargeable device. The reason for the adverse event was not an allegation of deficiency against the scs ipg as it was an elective procedure. In turn, this is no longer considered to be a reportable event.

Manufacturer narrative:
Corrected data: codes in h6 have been updated.